Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.